Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle detached from the device. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable event of handle detached. Block h10: visual inspection of the returned device found the handle cannula detached from the handle. The sheath was also torn adjacent to the heat shrink, the coil was unraveled, and the working length was bent at the proximal section. Both dimples from the screws were visible at proximal section of the handle cannula and drag marks were present from dimples towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device can lead to bending of the device. Additionally, excessive force applied can cause the damages observed on the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle detached from the device. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.